Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation was one conquest catheter with the distal tip protruding thru a 7f introducer along with a .035 inch guidewire in a hoop. Approx 56.5cm of the guidewire was protruding out of the received hoop, of which 52cm was unraveled. The od of the guidewire was measured to be .03455 inch. The balloon and introducer were immersed in a warm water bath. Unsuccessful attempts were made to insert the guidewire into the wire hub of the catheter and the distal tip of the balloon. A blockage, possibly dried bodily fluid, was seen near the proximal end of the .035 wire hub. Another guidewire could not pass further than 3.2cm into the balloon. The investigation confirmed the reported fitting problems; however, the definitive root cause unknown. The current information for use for this device states: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during the procedure, the guidewire was passed 3 times without problems; however, on the 4th time, upon removal, the wire became stuck somewhere in the shaft, causing it to unravel. The event occurred during a right subclavian venous angioplasty. No patient injury was reported.